Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege pain and elevated metal ion levels. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and doi information. Patient sticker sheet was provided and part and lot were updated. The complaint and associated mdrs were updated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation papers allege pain and elevated metal ion levels.

Event description:
Update: (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address high metal ions, metal wear and a pseudotumor. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2014 - medical records received. Patient was revised to address periprosthetic fracture, dislocation, a large fluid-filled sac that was blackish-greenish in color, consistent with metallosis and pseudotumor, and corrosion. The adapter sleeve and femoral stem are now being added to the complaint. This complaint was updated on: (B)(6) 2014.